Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining fifteen clips as intended; no scissored clips were noted. The reported event could not be confirmed as the device was found to be fully functional; no excessive force was required to fire the device. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, scissoring occurred at the 1st firing. At the 2nd firing, the malformed clip was fed into the jaws. Another device was used to complete the case. There were no adverse consequences to the patient. The other doctor who attended the operation commented that the surgeon had grasped the trigger with force and an excessive tension might have loaded on the jaws.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? - at the 1st and the 2nd firing. What vessel or structure was the device fired on at the time of the event? - the blood vessel. Was the clip fully advanced into the jaws prior to firing? - the information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? - the information was not provided from the hospital. Was any unexpected resistance felt while firing the trigger? - the information was not provided from the hospital. Were any unexpected noises heard? If so, when? - the information was not provided from the hospital. Did anything unexpected happen prior to this incident? - the information was not provided from the hospital. Was the device fired after this incident in or out of the patient? - the information was not provided from the hospital. Did clips fall into the patient?- no.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.